Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after being found unconscious. During device interrogation post-paced t-wave oversensing was observed. T-wave oversensing was noted after ventricular pacing and all oversensing episodes were from this date. Patient¿s device demonstrated normal sensing, thresholds and impedances in both leads. The issue was resolved by turning on ventricular intrinsic preference(vip) to avoid ventricular pacing. The physician felt that patient collapsed from other health issues. Patient is recovering.